Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is a faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with failure code 808:02 on channel b. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as remediated.